Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. We closely monitor the field performance of this product. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that upon removal, the outer cover separated from the tampon , the tampon unraveled and fell apart. She was able to remove the remaining pieces and is confident no pieces remain inside. She did not need medical assistance. No further information is available at this time.